Event description:
This case was reported by a consumer and described the occurrence of anaphylaxis in a (b)(6f male pt who rec'd oral moisturisers (biotene moisturizing mouth spray (2013 formulation)) for an unk drug indication. A physician or other health care professional has not verified this report. The pt's past medical history included dental caries. Concurrent medical conditions included food allergy (sucralose and saccharin). The pt sees an allergist. On an unk date, the pt started oral moisturisers. At an unk time after starting oral moisturisers, the pt experienced anaphylaxis, feeling unwell and tongue abnormal feeling of. This case was assessed as medically serious by gsk. The pt was treated with diphenhydramine hydrochloride (benadryl). Treatment with oral moisturisers was discontinued. At the time of reporting, the events were resolved.

Manufacturer narrative:
(B)(4). Biotene is manufactured in (B)(4) n the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).